Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter had an unknown message. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient reported that the alleged issue began on (B)(6) 2011. The patient claimed that at the time her onetouch ultramini meter displayed a message (unknown message). The patient reported she manages her diabetes with oral medication, diet and exercise. The patient reported that as a response to the message, she exercised. The patient reported that a week after the product issue, she developed "cold sweats" and did not receive treatment for the symptoms. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was being used per the instructions in the product manual. It was not able to be determined if the product issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.